Manufacturer narrative:
One cadd solis vip pump was returned for analysis in used condition. Visual inspection of the pump found that pump had scratched lens and bad downstream sensor seal. Review of device history log identified following event: 2/27/2019 3:15:23 pm info alarm: standard admin set latched. 2/27/2019 3:15:25 pm system fault 41,541 occurred 1 0 0 3. Functional testing included latch lock functional test. The customer's issue was could not be duplicated. The complaint was not confirmed. The problem source could not be identified.

Event description:
It was reported the device gave an alarm with the message "error 41541" no known adverse effects to patient.